Event description:
Event description guidant received information that this implantable lead exhibited impedance values that had risen over initial implant values and were now fluctuating between 600-1100 ohms. The thresholds had also increased. This lead was identified as having the long-pin issue. Additional information was received stating visual inspection of the rate/sense lead showed there was damage near the terminal pin. The physician elected to explant the lead. The local guidant representative stated the lead 'fell apart' and the pin fell off when it was handled.